Event description:
It was reported that, "these triathlon instruments were left in the autoclave for approx 12 hours and have a filmy residue. The instruments were not left to sit for 1 hour after autoclave as specified."

Manufacturer narrative:
Device manufacture date for lot # n2h10: 05/23/2007. A supplemental report will be submitted upon completion of the investigation. This is the same event as: MFR # 2249697-2011-01069, MFR # 2249697-2011-01071, MFR # 2249697-2011-01072. Additional lot #: n2h10.